Event description:
It was reported to philips that the device is showing an error during self-check. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and performed the required calibration without further issue. This is not a complaint. The device functioned as intended, alerting the user to perform preventive maintenance. The device remains at the customer site and no further evaluation is warranted at this time.